Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated when customer awoke (>400 mg/dl). Reportedly, the customer has been out of supplies for several weeks due to insurance/prescription issues and was rotating infusion sets for a "long time". Customer declined troubleshooting with tandem technical support. Recommendation was made to use new infusion sets as well as consult with health care provider.